Event description:
It was reported that during a lap adjustable band procedure after the band was passed through the trocar, the balloon did not work correctly. When filling in the band, it was impossible to implant the device in the patient. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Puncture.